Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, noise oversensing was observed resulting in pacing inhibition on the right ventricular (rv) lead. A lead revision was performed. During the revision, it was noted that the patient had two existing rv leads, a low voltage lead and a high voltage (hv) lead. The low voltage rv lead was causing the noise, so the physician capped the anomalous lead. The pace/sense portion of the existing hv rv lead was then used to resolve the issue. The patient¿s condition was stable. Reference report: mw5175243. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".